Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation during the implant attempt of a leadless implantable pulse generator (ipg) device. Imaging revealed that the tines were pushed out of the cone during contrast injection. Shortly after contrast injection, the patient had a non-sustained ventricular tachycardia (nsvt) and then asystole. The delivery system was immediately moved to a more septal place and deployed the leadless device successfully with immediate capture of the heart. Rhythm was stabilized. A pericardial puncture was performed. The patient left the catheterization room awake and hemodynamically stable. The leadless device remains in use. No further patient complications have been reported as a result of this event.